Event description:
Patient underwent middle meningeal artery embolization (B)(6) which was complicated by rhabdomyolysis weakness due to a left m1 occlusion post status post operatively unsuccessful thrombectomy. Thrombectomy was complicated by wire malfunction with inability to remove requiring wire, to be cut at skin in right groin. Wire was retrieved (B)(6) with distal tip remaining in the carotid artery.